Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably inferred from information such as component damage or degradation, environmental issues like dust/dirt/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. The most likely cause of this complaint is expected to be predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of poor image quality and leak at the distal end of the insertion section. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, noise is present in the image was found. There was no patient involvement.